Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
During a bilateral lengthening revision for veptr ii, the surgeon planned to either remove and replace the transverse bar or move it to another rib. During the procedure, the surgeon was using the hex screwdriver to remove the set screw for the transverse bar and the set screw rounded out. Surgeon then used a conical extraction shaft from a trauma set to try and remove the set screw but the screwdriver would not engage with the screw. Surgeon decided to leave the transverse bar in place and completed the lengthening procedure with no further problems. Surgeon was unable to complete the lengthening and decided to leave the bar in place. The lengthening will be completed at a later date.